Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product¿ and "rupture". This record is for the right side. Device has been explanted and replaced. Observations made during surgery "hole, non-specific - both inner and outer shells ruptured".

Manufacturer narrative:
Clarification to d4 expiration date: noted as "ni". Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product¿ and "rupture". This record is for the right side. Device has been explanted and replaced. Observations made during surgery "hole, non-specific - both inner and outer shells ruptured".